Event description:
Nail was implanted in 1997 after dynamic compression screw and plate loosened. Patient was mobile with crutches when the nail broke. The patient was revised after the nail broke; in 1998.